Event description:
Boston scientific extractor pro rx allowing sir to leak through short-wire channel x 2 devices with same lot number. Physician unable to insufflate duodenum during ercp procedure. Diagnosis or reason for use: ercp. Event reappeared after reintroduction: yes.